Event description:
A customer reported that during a cataract procedure, a sys message displayed. The sys was rebooted, but the message persisted. The sys was exchanged, and the case was completed following a delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the sys and confirmed the sys message in the event log. The company rep was able to duplicate the sys message reported. The u/s coagulation printed circuit board (pcb), u/s driver pcb, power supply, and cables were replaced. The sys was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The root cause cannot be determined conclusively. (B)(4).